Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain /constant pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned genital bleeding. The only concomitant product mentioned was mirena (levonorgestrel). In (B)(6) 2012, the patient had essure inserted. In 2014 she experienced rash ("broke out in rash"). In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headache"), back pain ("back pain") and dyspareunia ("pain during intercourse"). Essure was removed on (B)(6) 2022. An unknown time later she experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy-will keep ovaries). At the time of the report, the outcomes for pelvic pain, rash, headache, back pain and dyspareunia were unknown. The reporter considered back pain, dyspareunia, headache, irritable bowel syndrome, pelvic pain, rash and weight increased to be related to essure administration. The reporter commented: essure placement-(B)(6) 2012-right side (had complications); (B)(6) 2013-left side. 2016-2017 spinal tap to try and determine cause of headaches (no confirmed dx). She was implanted with mirena birth control while essure was implanted. This was her doctor's recommendation as a surgery alternative to help with the essure complications. She said this wasn't a surgery, but a procedure, but she had complications after. She bleed continuously and went to the emergency room. Eventually had it removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain /constant pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned genital bleeding. The only concomitant product mentioned was mirena (levonorgestrel). In november 2012, the patient had essure inserted. In 2014 she experienced rash ("broke out in rash"). In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headache"), back pain ("back pain") and dyspareunia ("pain during intercourse"). Essure was removed on (B)(6) 2022. An unknown time later she experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy-will keep ovaries). At the time of the report, the outcomes for pelvic pain, rash, headache, back pain and dyspareunia were unknown. The reporter considered back pain, dyspareunia, headache, irritable bowel syndrome, pelvic pain, rash and weight increased to be related to essure administration. The reporter commented: essure placement-(B)(6) 2012-right side (had complications); (B)(6) 2013-left side. 2016-2017 spinal tap to try and determine cause of headaches (no confirmed dx) she was implanted with mirena birth control while essure was implanted. This was her doctor's recommendation as a surgery alternative to help with the essure complications. She said this wasn't a surgery, but a procedure, but she had complications after. She bleed continuously and went to the emergency room. Eventually had it removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.